Event description:
Customer reported a negative urine hcg pregnancy result in the ER vs. A positive serum hcg on siemens dimension rxl analyzer. The initial urine sample was collected about 7pm and result was negative when run on the hcg combo sp brand rapid test. The same urine was read again a few minutes later and the result was positive. The physician ordered a blood quantitative test and the result was 150miu/ml on the same day. The pt was in for abdominal pain and an x-ray was ordered which was the reason for the pregnancy test.

Manufacturer narrative:
Investigation pending.